Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving an alert. Episodes of post-paced t-wave oversensing were observed. Programming changes were recommended. At subsequent follow-up, no further episodes of rv oversensing were seen. No programming changes were made. The patient condition was good.